Manufacturer narrative:
A system checkout was performed, and no issue was found. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. A temporary system shutdown occurred. The system was checked and worked well after initial use. It was noted that the computer was warn and might need to be replaced within the next year. No complications were reported/anticipated.